Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the common compute controller (ccc) and tested the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that error 311 occurred, with a previously reported error 40096 also noted on the system. Before the start of a case, it was discovered that the tower circuit breaker was in the off position when attempting to power on the system. The caller moved the breaker to the on position, but the issue persisted. The technical support engineer (tse) guided the caller through a hard power cycle of the system, which did not resolve the issue. Consequently, the caller decided to swap systems to proceed with the case.